Event description:
Per information provided: (B)(6) 2007: patient was diagnosed with incisional hernia thereby underwent open repair with the ventralex mesh (device #1). Per operative notes, "the hernia sac was identified, the hernia herniated omentum was dissected. The bridge between two hernias were incised. A ventralex mesh (device #1) was placed and sutured" (B)(6) 2009: patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of mesh (device #1). Per operative notes, "the hernia sac was identified and excised. The omentum was adherent to the mass was reduced. The folded mesh (device #1) was removed. The small defect inferior to the recurrent hernia was repaired using sutures." (B)(6) 2009: patient was diagnosed with complex recurrent incisional hernia x2 and large abdominal wall hernia thereby underwent laparoscopic repair with the implant of composix e/x mesh (device #2). Per operative notes, "complex large abdominal wall hernia at the site of umbilicus was noted, another one inferior to this. A composix e/x mesh (device #2) was placed and tacked." (B)(6) 2011: patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of synthetic mesh. Per operative notes, "the hernia sac was opened and dissected away. A piece of synthetic mesh was placed and sutured." (Note: there was no mention/visualization of the previously placed composix e/x mesh (device #2) during this procedure).

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2008) is considered to be a best estimate. This emdr was submitted to represent the composix mesh e/x (device #2). An additional supplemental emdr submitted to represent the mesh: ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.